Manufacturer narrative:
The customer indicated they cleared the fault and therefore canceled the service call.

Event description:
The customer reported the system failed to produce fluoroscopy x-ray. No report of pt injury.